Manufacturer narrative:
According to the customer, the cns was monitoring patients just fine when the unit went black and the lights turned off. Technical service (ts) asked the customer if they had changed the ac power cord or check the switch in the back of the unit on top of the power outlet connection to see if it was set to on. The customer stated that they would check and call back. Ts called the customer back and the customer reported that the issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) tower spontaneously shut down without indication of how it happened. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down with no indication why. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously shut down with no indication why. Technical support (ts) asked the customer to check the switch in the back of the unit on top of the power outlet connection to see if it was set to on. The customer later reported that the issue was resolved. No patient harm was reported. Investigation summary: the customer later reported that the issue was resolved but did not have the details on how it was resolved, only something about the switch. The events above indicate no malfunction of the cns; the hard drives did not fail. There was a power loss that led to the reported shut down of the cns. It is presumed that either the power cable was loose, or the power supply switch was switched off. Further analysis is not possible. Service history for this serial number shows no events related to power loss or shutdown. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.